Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited failure to capture and failure to sense, with decreased pacing impedance. A chest x-ray was performed and revealed rvlp had dislodged and had migrated into the right pulmonary artery. The rvlp was retrieved, explanted and there was no replacement device implanted. Patient condition was stable throughout.

Manufacturer narrative:
Correction: h11 - provide narrative/data in additional report 2017865-2025-99398 submitted on 30 sep 2025 should have included the following statement: "a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities."

Manufacturer narrative:
The reported events of failure to capture, sensing problem, low impedance, and dislodgement were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was normal. Further analysis performed found no anomaly contributing to capture, sensing, or impedance problem.